Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported her programmer stopped working today - pt tried 2 sets of new aaa batteries but that did not resolve the issue. A replacement was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product ID: 97740, serial/lot #: (B)(6) was returned for analysis. Analysis found the device had a corroded telemetry board causing there be no power, the back case was corroded, the face plate was scratched, and the lens were scratched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.